Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd experienced elevated glucose levels (283¿295 mg/dl) and discovered that the infusion tubing was disconnected from the site and knotted. The pwd had delivered boluses without realizing the tubing was not connected and was unsure if any insulin was received. The pwd believed the issue occurred when the pump fell and the tubing became tangled while dangling or in a pocket. The site remained attached initially, but the tubing was later removed and replaced. Glucose levels began to decrease after corrective action. No patient injury was reported, and the event occurred while the device was in use with the patient.